Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient advised the cca that the alleged issue began on (B)(6) 2012 at approximately 8:30pm. Approximately 30 minutes prior to the issue, the patient claimed she was feeling ''thirsty.'' The patient reportedly manages her diabetes with humalog insulin through pump therapy and self treated with 3.5 u of humalog at approximately 9:05pm that evening. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the age of the battery and meter usage, the battery did not yet need to be replaced. The alleged issue remained unresolved and replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.